Event description:
The surgeon inserted an aq2003v silicone three-piece lens but the trailing haptic tore off. The lens was removed in pieces with no patient injury. There was no incision enlargement or sutures.